Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Upon re-interrogation, the diagnostics anomaly remained. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device continues to exhibit diagnostics anomaly during a follow-up on (B)(6) 2015.